Event description:
Allegedly after the second injection of orthovisc (3-injection treatment regimen), the patient experienced a skin rash (legs and arms) and swelling throat. Patient is symptomatic with pricking sensation and itching. The patient was treated with cortisone for three (3) weeks, and otc antihistamines.

Manufacturer narrative:
Add'l lot number: n070106a. This is a patient-reported adverse event. The initial evaluation of the injecting healthcare professional is that the patient symptoms are not related to the treatment. No product was returned to the manufacturer. Two product lots that could be potentially used for the treatment (n070104a and n070106a) were investigated, and no anomalies were found. The response from the health care institution that provided the treatment concerning this event was requested but at this time has not been received.